Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. Reportedly, the pt had high blood sugars for > one week, with blood glucose > 500. Reportedly, the pt had recently been treated for pneumonia and pancreatitis. Upon admit, his blood glucose was >1100 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.